Event description:
The product was used during an unspecified procedure. Reportedly, the instrument jammed.

Manufacturer narrative:
10/5/1998- supplement #1 sent to FDA. Corrected data entered in d9 device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation. The device was sent directly to our repair facility by the user precluding an evaluation.